Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead failed to capture at high outputs. High impedance was also reported, and fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.